Manufacturer narrative:
(B)(4),

Event description:
During the index procedure, the patient had two resolute integrity drug-eluting stent implanted in the lad and one resolute integrity drug-eluting stent implanted in the lcx. The clinical events committee has adjudicated that the following day, the patient suffered a mi in the region of the target vessel.